Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which the caller acknowledged and understood.